Event description:
It was reported by the patient that "one lead malfunctioned". Follow-up did not yield any additional relevant information regarding this event. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: (B)(4) implantable pulse generator (ipg) - (B)(6) 2007.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.